Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. There was no harm reported.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6(impact code). Updated data: b4, e1 (initial reporter, email and phone#), e2, e3, g2, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had visited the site and "reassembled" the "helium cylinder" and tested the "leak test" as per specifications and found no issues. The device is working within specifications.

Event description:
N/a.